Manufacturer narrative:
No additional information is available at this time. The devices are not available due to the ongoing litigation. Legal matter.

Event description:
It was reported through the attorney for the patient, as a result of a legal claim, that allegedly the patient underwent right total hip arthroplasty on (B)(6) 2006. It is further alleged, "in (B)(6) 2011, he lost control of his right leg while getting up from his office chair. Radiographs showed a complete disassociation of the femoral head from the stem with the trunnion extending into the acetabular cup." The patient underwent revision surgery on (B)(6) 2011.

Manufacturer narrative:
An event regarding disassociation involving an accolade stem was reported. The event was confirmed. Method & results: -device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. -medical records received and evaluation: review of the received medical records by a medical clinician concluded that "the possibility that the modular head was loosened from its firm seating on the trunnion during one of the closed reduction attempts and was never firmly reseated cannot be ruled out. There is no evidence that factors of faulty prosthetic design, manufacturing, or materials were responsible for this clinical situation." -device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the investigation concluded that there was a loss of taper lock between the head and the stem. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
It was reported through the attorney for the patient, as a result of a legal claim, that allegedly the patient underwent right total hip arthroplasty on (B)(6) 2006. It is further alleged, "in (B)(6) 2011, he lost control of his right leg while getting up from his office chair. Radiographs showed a complete disassociation of the femoral head from the stem with the trunnion extending into the acetabular cup." The patient underwent revision surgery on (B)(6) 2011.